Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex+ device. The device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and object code indicates the blower contributing to the foam degradation. Additionally, the service technician also noted error codes present e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b), e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full), and e007 (err_software) in the device logs. There was also presence of dust/dirt in the device and found the device not working. The device was scrapped by the service center after the evaluation was completed.